Manufacturer narrative:
Investigation summary: 185 samples were received. They came in three shelf boxes and one plastic bag. Visual inspection was performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: it is confirmed the scale marking is missing. Root cause description: this would have occurred due to an issue with the printer during the assembly printing process. Rationale: CAPA not required at this time.

Event description:
It was reported that the scale markings were missing on the bd luer-lok¿ tip syringe before use. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "it was reported that no measurement markers were present."